Event description:
(B)(4). Initial info was received from a physician via a company rep on (B)(6) 2008 and received by (B)(6) on (B)(6) 2008: a pt, age and gender not specified, developed a granulomatous reaction approx 8 months after treatment with poly-l-lactic acid [sculptra], indication not specified. The physician reported that she has treated or is successfully treating the pt and that the pt is doing fine. No further medical info provided. Additional info for sculptra (lot #/ expiration date unk) from product technical complaint report case ID (B)(6) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable.

Manufacturer narrative:
Conclusion: no faults detectable.